Event description:
Have used polygrip and fixodent cream for at least 20 years. Our dentist printed info about side effects related to bone marrow failure since I was diagnosed with myelodysplastic syndrome (raeb-2) in (B) (6). The oncologist read the info today and said this is a blood dyscrasias which is listed as one of the side effects of these creams. Dose or amount: small amount. Frequency: every morning. Route: lower dentures. Dates of use: 1990 to 2010. Diagnosis or reason for use: denture adhesive.